Event description:
The customer reporter that while pipetting an hbc plate the technician observed that a bent tip had been picked up, which caused the microwell plate to be dislodged as the summit was trying to dispense to well h1. No error was generated by the summit. No death or serious injury was associated with this incident.